Event description:
It was reported that the procedure was to treat a moderately tortuous, non-calcified, 99 % restenosis of an rx vision stent in the proximal right coronary artery (rca). After a guide wire crossed, dilatation was performed at the proximal right coronary artery with a 1.5 x 8 mm rx trek; however, the balloon ruptured during the first inflation at 4 atmospheres (atm). The trek catheter was removed and ablation was done with a non-abbott rotablator. Dilatation was attempted with a 1.5 x 12 mm rx trek, but the balloon ruptured at 4-6 atm. This trek was changed to a 1.5 x 15 mm rx trek and dilatation was successfully completed at 14 atm. Additional dilatation was performed with a 4.0 x 15 mm nc trek; however, the balloon ruptured at 7 atm. A 3.0 x 12 mm xience v stent was implanted in the mid rca and a 3.5 x 12 mm xience v stent was implanted in the proximal rca. The procedure was completed after post-dilatation with a 4.0 x12 mm nc trek. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: x-tream, advance, wiggle. Guide cath: brite tip sal 1.5sh. The minitrek (x2), nc trek and rx vision are being filed under separate medwatch reports. Evaluation summary: analysis of the mini trek catheter noted blood and contrast visible in the loosely folded balloon, inflation lumen and hub, consistent with preparation and a rupture while in the patient anatomy. There was a bend in the hypotube 3 cm distal to the strain relief tubing. Since this damage was not reported in the incident information, the bend may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. An indeflator, filled with water, was used to pressurize the balloon when fluid was observed leaking at a flap rupture at the distal end of the balloon, confirming the reported rupture. There were no scratches visible. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. It is possible that the balloon material was damaged (scratched) during interactions with lesion/anatomy, such that the balloon ruptured upon the first inflation at 4 atm, which is below the rated burst pressure (rbp). Additionally, analysis of the balloon noted a flap rupture. Damage of this type can be the result of material processing or incorrect preparation for use. Although it was reported the balloon was submerged in saline prior to use, it is possible the balloon was not soaked sufficiently enough such that the hydrophilic coating on the balloon was not activated upon exposure to moisture and as the balloon was inflated, the balloon material tore and peeled however this could not be confirmed. To ensure this is not a result of manufacturing, all balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rbp. A review of the lot history record for the reported lot revealed no associated non-conforming material records. Additionally, a query of the complaint handling database was performed and revealed no other incidents reported for this lot. There is no indication of a product quality deficiency.